Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2015, rv bipolar lead impedance measured infinite ohms from a trend that had been variable from 400 to 968 ohms.

Event description:
It was reported that there was high impedance and possible fracture on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.